Manufacturer narrative:
The investigation for the console (aic) battery charging issues has been completed. Data logs were reviewed finding multiple instances of ac power connections and disconnections throughout the case. Additionally, "ac power disconnected - alarm issued" event (#109) occurred, which remained unresolved and the user requested a shutdown. The console was returned for evaluation finding that reported failure mode was successfully reproduced. Console was connected to ac and no power was detected (ac power disconnected - alarm issued" event # 109), and console was operating on battery power. The root cause for the ac power not being recognized was traced to a broken ac cord socket, which had damaged pins. Added- h6 impact code 4629.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the patient was on impella support and the automated impella controller (aic) had a charging issue. The aic plug was not recognizing outlets when the console was plugged in and notification stated it was running on battery. Multiple outlets were tried. The aic was replaced. No patient harm has been reported.